Manufacturer narrative:
Calibration was acceptable. Qc was performed for 1 level only and the results were within the acceptable range. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys probnp ii (probnp ii) on a cobas e801 module. Patient 1 initial result was 22.7 pg/ml. The repeat result was 3389 pg/ml. Patient 2 initial result was 73.8 pg/ml. Other tests for this sample produced a "samp.c" alarm with no numeric result. The repeat result from an aliquot in an eppendorf cup was 9414 pg/ml. The aliquot sample was repeated again with a result of 9258 pg/ml. The questionable results were reported outside of the laboratory. The probnp ii reagent lot number was 600184 with an expiration date of 31-may-2023.

Manufacturer narrative:
Calibration was last performed on 11-nov-2022 with results within expectations. Qc was acceptable. The customer used eppendorf cups. Eppendorf cups are not specified for sample measurement. The alarm trace data shows several "sample container not found" messages caused by not using specified sample containers. An "abnormal aspiration" alarm was observed at the time of the results for patient 2. Based on the information available, the cause of the event could not be determined. The calibration and qc data do not suggest a general reagent or instrument issue. The investigation did not identify a product problem. The investigation determined the event was consistent with a pre-analytical handling issue.